Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are unable to remove the battery cap on the pump. Customer's blood glucose at time of incident was 500 mg/dl. Customer was advised to remove the battery cap with the quarter and stated they were not able. Customer was advised to obtain a large screwdriver and attempt removed. Customer advised when she gets homed she will try it and call back. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with bolus. Customer was offered to troubleshoot for high blood glucose but declined.